Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had foreign material. It was further reported that black foreign material was found on the fill port of one (1) bag and white foreign material was found on the fill port of two (2) bags. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: the lot was manufactured between may 14, 2020 to may 15, 2020. H10: three (3) devices were received for evaluation. Unaided eye visual inspection was performed and a dark foreign particle on the fill port connector of sample 1 only was identified. No white foreign material was observed of samples 2 and 3 using magnified inspection. Functional testing was not performed for this complaint. The reported condition was verified in sample one (1); however, not verified for samples 2 and 3. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.